Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. There were no voltage fluctuations observed in the black box. The battery compartment and cap were undamaged. All currents were within specification. There was no overheating noted. The original complaint was unable to be duplicated the pump¿s cover was removed and there was no intermittent condition found on the printed circuit board or to the continue glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.